Manufacturer narrative:
The employee sought medical treatment. The user facility declined to provide additional details about what type of medical treatment was administered. The employee has returned to full and normal work duties. The unit subject of the reported event is maintained by the user facility. The user facility's biomedical technician inspected the steam sterilizer and rack and identified the rack's wheels were worn and required replacement. The biomedical technician replaced all four of the rack's wheels and bushings, tested the unit, and returned it to service. After the biomedical technician made the required replacements, a steris field service technician was dispatched to the user facility, inspected the sterilizer, and confirmed it to be operating according to specification. Section 1 of the maintenance manual for the atlas loading car states "warning - prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." No additional issues have been reported. The technician has discussed the importance of proper maintenance to ensure proper use and operation of the unit and that maintenance on the unit is performed at appropriate intervals. The unit was installed on (B)(6) 1995 and is not under steris contract agreement for maintenance.

Event description:
The user facility reported via medwatch (B)(4) that an employee was pulling a rack out of their amsco steam sterilizer when the rack almost fell off the track. The employee attempted to prevent the rack from falling and the handle from the rack came in contact with the employee's face causing a burn.